Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 31mg/dl. It was stated that the customer was unresponsive and was not eating. Troubleshooting was performed. The programming and settings were correct. The reservoir has the same amount of insulin as shown on the status screen. The caller stated that the insulin pump was not exposed to an MRI. Assisted the customer to run the displacement test and the test passed. It was mentioned that when the paramedics arrived the insulin pump was disconnected from the customer, and the infusion set/reservoir were thrown away. The caller stated that the reservoir was completely empty. No further information was provided.